Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 450 mg/dl. Blood glucose at time of hospitalization was 391mg/dl. Customer stated that she had ketones in her urine. Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, prime/a33 and no delivery tests. No cosmetic damage noted.